Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that a device failed to seal. Prior to the index procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was performed using a 35 mm watchman flx laa closure device with delivery system (wds) with a complete seal and deployed device diameter of 29 mm. The following day, the patient was discharged on aspirin (75 mg/day). During a routine follow-up examination on (B)(6) 2023, computed tomography (CT) revealed the closure device no longer completely sealed the laa. A jet measuring 8 mm was present. At the time of the event, the patient was on aspirin (75 mg/day). No patient complications were reported.